Event description:
The contact stated the customer received a blood glucose reading of 522 mg/dl. She then retested using a freestyle meter and received a reading of 214 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.